Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a lower monitoring battery voltage than specified on the package. The decision was made to not implant this device, but to return it to guidant for analysis.